Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor (cgm) brief sensor issue with intermittent communication while using the ilet bionic pancreas, during which a signal loss was noted before readings resumed. Symptoms included hyperglycemia and a glucose peak of 454mg/dl with associated symptoms of polydipsia and dry mouth. Outcomes included no long-term health consequences or impact once glucose began trending down. User support included troubleshooting and education, with communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability-related communication failure involving the electrical and magnetic subsystem, specifically implicating the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.